Event description:
Event description: boston scientific received information that this implantable cardioverter defibrillator (ICD) was programmed off during the patient's ablation procedure. The electrophysiologist neglected to program the device back on following the procedure. The patient was returned to his room, where he developed ventricular tachycardia (vt) and was given 17 external shocks. The patient's family then consented to withhold further intervention and the patient expired. The device was not checked following the event and was buried with the patient. The clinician questioned whether external defibrillation would damage a device, and requested literature for staff training. There were no complaints against the functionality of this device.

Manufacturer narrative:
Not returned. Event conclusion: as the device was buried with the patient and not returned to boston scientific, no analysis could be performed to ensure proper device function after the external shocks were delivered. Should boston scientific receive additional information, this report will be amended.